Manufacturer narrative:
Results - visual inspection of the cartridge showed evidence of surgical residue and the tip was split. Conclusion - (no conclusion can be drawn): the root cause of this event could not be determined because the lens was not returned.

Event description:
The surgeon implanted a collamer lens model cc4204bf and the sfc-25fp cartridge, lot number 01192711 was used during surgery. The facility stated the cartridge left a scratch on the lens. However, the lens was implanted and there was no pt injury. The serial number of the lens was not specified by the facility and the lot number of the msi-pf injector was not provided.